Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2017. It was clarified that the patient's dose was decreased by 5% at a refill on (B)(6) 2017 after receiving the ptm, and the total of the patient's dose decreases in the last 4 months was 10%. The patient reported a sudden onset of pain in her tailbone. The patient was to follow-up with her healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient had ¿shockers in her foot¿ since her new patient evaluation in 2012. The patient declined further imaging to evaluate this sensation. The reporting hcp took over her care in 2017 and lowered here medication concentration per ¿pacc¿. They also discontinued her oral opiates as they were not appropriate with intrathecal medication. They discussed adding a ptm setting instead. In anticipation of the ptm setting, the hcp lowered her daily rate by 10%, then 5%, and the hcp explained this to the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal bupivacaine at 1.8393 mg/day and dilaudid at 4.598 mg/day via an implantable pump for non-malignant pain. The concentrations were unknown. It was reported that 24-48 hours after the pump was filled, the patient would get ¿shockers in her foot.¿ it was noted that the shocking sensation in the patient¿s feet was a preexisting condition and had nothing to do with the pump. The patient had an electromyography (emg) in the past. However, it was also noted that the patient had the personal therapy manager (ptm) to deal with the shocking pain. The patient had a lot of pain, and that was why she got the pump. The patient wanted to know how to use the ptm. The patient was given a ptm because her pump was reduced by 15% because it was medically too high. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was having a ¿great pain on her tail bone¿ when using the ptm (personal therapy manager). It was also noted that when the pump was ¿increased¿ the patient was also experiencing pain. No further complications reported.